Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead ticidamage was suspected but was not confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Lead ticidamage was suspected but was not confirmed via diagnostic imaging. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.